Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to tube cracks. The accessory kit was removed and replaced to complete the surgery. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.